Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "big creases." Device has been explanted and replaced.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed openings during analysis. Crease/folding of implant: observed creases on the device. Additional observations: observed deformation on the device. Observed air voids on the gel. No further actions are required since no manufacturing issue is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Additional, changed, and/or corrected data: a2, b1, b2, b5, b6, d3, d9, e1, g1, h3, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side device was intact upon explant.